Event description:
There was no patient involved in this event. Memory full message and no flashing light.

Manufacturer narrative:
The history log for this device showed the pad-pak was first installed on the 16th december 2011 and performed to specification alongside random manual power ons up to the 10th may 2015. Multiple manual power ups, of mainly ten minutes duration, were recorded between (B)(4) 2015 and the final history log entry on the (B)(4) 2015. The returned pad-pak's were installed, power cycled however no status led flashed. The device powered off each time with a memory full prompt and no status led present. This confirms the reported fault. The device successfully delivered test therapy and an acceptable measurement was recorded for the test shock. The device powered off with a memory full prompt, no status led was present. The device was disassembled for investigation. Upon visual inspection of the device corrosion was found on the solder joints between the membrane, the printed circuit board and the membrane tail ribbon. Investigation found the reported fault can be attributed to corrosion on the membrane printed circuit board. This resulted in the device switching on automatically and failure of the device status leds. The severity of the corrosion suggests moisture ingress.